Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was implanted into the patient using a large flexnav delivery system. Prior to operation, a right bundle branch block was observed. It was noted that the annulus was highly calcified. Pre balloon aortic valvuloplasty was performed using a 20mm non-abbott balloon. The valve was successfully implanted at 5mm non coronary cusp and 8mm left coronary cusp. After placement it was discovered via echocardiogram that there was a moderate paravalvular leak. Post balloon aortic valvuloplasty was performed using a 22mm non-abbott balloon. The paravalvular leak decreased slightly, but was still moderate grade. It was determined that the paravalvular leak was adequate, and no more interventions occurred. It is believed that the paravalvular leak was related to the highly calcified patient anatomy. There is no allegation of malfunction against the abbott device. It was noted that the right bundle branch block did not worsen post procedure. On (B)(6) 2022, the patient had a permanent pacemaker implanted. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of moderate paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.